Manufacturer narrative:
Batch review performed on 4 november 2019. Lot 181584: 44 items manufactured and released on 06 june 2018. Expiration date: 2023-04-20. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any similar reported events.

Event description:
Second revision surgery performed 4 months after the first revision surgery due to an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert successfully. The first revision surgery was performed due to an infection (insert revised).